Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received critical pump error and other multiple insulin pump errors. The customer's blood glucose level was unknown. The customer also reported that the screen of the insulin pump turned off. The customer reported that they were not able to clear the alarm by selecting ok. Troubleshooting was not finished. The insulin pump will not be returned for analysis.